Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter experienced foreign matter in fluid path. The following information was provided by the initial reporter: upon opening the package the rn noticed blue and black dot on the catheter material. They were able to scrape off with their nail but did not use the product.

Manufacturer narrative:
H3: a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter experienced foreign matter in fluid path. The following information was provided by the initial reporter: upon opening the package the rn noticed blue and black dot on the catheter material. They were able to scrape off with their nail but did not use the product.

Manufacturer narrative:
Investigation summary since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch.